Event description:
The hcp reported the pt had been experiencing increased spasticity with times of total floppiness. A dye study had been done that was suggestive of epidural migration. The catheter was explanted and replaced. The pump was replaced with one with a larger volume.